Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain-sciatica") and intervertebral disc protrusion ("disc herniation requiring surgical intervention") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), intervertebral disc protrusion (seriousness criterion medically significant), asthma ("asthma"), sinus polyp ("sinusal polyps leading to loss of smell and taste"), anosmia ("sinusal polyps leading to loss of smell and taste"), ageusia ("sinusal polyps leading to loss of smell and taste"), chronic sinusitis ("chronic sinusitis"), ear infection ("otitis") and sciatica ("lumbar pain-sciatica") and was found to have uterine leiomyoma ("uterine fibroma"), weight decreased ("weight loss") and serum ferritin decreased ("ferritin level low"). The patient was treated with surgery (surgical repair). At the time of the report, the back pain, sinus polyp, anosmia, ageusia, sciatica and serum ferritin decreased had not resolved and the intervertebral disc protrusion, asthma, uterine leiomyoma, chronic sinusitis, ear infection and weight decreased outcome was unknown. The reporter provided no causality assessment for ageusia, anosmia, asthma, back pain, chronic sinusitis, ear infection, intervertebral disc protrusion, sciatica, serum ferritin decreased, sinus polyp, uterine leiomyoma and weight decreased with essure. The reporter commented: note discrepancy: onset date of events was reported as (B)(6) 2009, but essure was inserted on (B)(6) 2010. Different corrective treatments did not have effect. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.